Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unrelated procedure when loss of sensing was observed after the surgery. Lead was explanted and replaced. Patient condition was good post procedure.